Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was so hard to push that it hurt the patient's hand. The customer's blood glucose level was unknown. The customer also reported that the insulin pump was going through batteries more often, had failed battery test alarm and had rejected brand new batteries. The insulin pump will not be returned for analysis

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The keypad connector was inspected and locked on lcd board. Pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted.